Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a check settings alarm on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she treated with the pump. The customer stated that the pump had a black circle that has not gone away. The customer stated that the alarm did not occur during the first rewind. The customer stated that she had not been taking insulin for 24 hours but she is getting back on now. The customer stated that the alarm occurred after setting the time and date on the pump before the pump was rewound for the first time. The customer was advised that the check settings alarm will always occur after setting the time and date on a new or replacement pump while in training mode. The customer was advised to monitor the pump.